Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This service issue is being closed because it has not been serviced by a mitek service center and multiple email attempts have been made to obtain an evaluation. If and when the device in question is evaluated and repaired, this file will be reopened and its contents made to reflect the results of the evaluation. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the rep during a knee scope procedure the fill chamber kept filling up. The tubing was replaced and the fill chamber kept filling up. The device was swapped out with an alternate like device and the procedure was completed with no patient consequences reported. The device will be returned. Additional information received via phone by mitek complaints on (B)(6) 2015: the sales rep confirmed overfill from saline bag and no delays in the procedure.